Event description:
Medtronic received information that following deployment, this transcatheter bioprosthetic valve shifted position slightly. It subsequently dislodged when the delivery catheter system (dcs) was withdrawn through the deployed valve. A snare was used to pull the valve into the ascending aorta, where it was abandoned distal to the innominate artery. A second valve was implanted successfully. It also was noted that there was calcification in the annulus that extended into the left ventricular outflow tract along with a bulging septum. No subsequent adverse patient effects were reported.

Manufacturer narrative:
There were no reported anomalies with the dcs (details regarding the model and lot number have been requested). The valve remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Event description:
Corrected information was received indicating that the valve dislodgement occurred following a repositioning attempt; valve deployment had been initiated in too low a position, and the valve was inadvertently pulled above the annulus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record review was not performed, as the reported information did not indicate a potential manufacturing issue. Numerous factors, such as complex patient anatomy, inadequate valve deployment, or incomplete detachment of valve from the delivery catheter system (dcs), can affect dislodgement. It was noted that as the tapered tip and capsule of the dcs was pulled through the valve dislodged above the annulus. Also, it was stated that the dislodgement occurred when the physician was attempting to reposition the valve after starting deployment too low and the valve was inadvertently pulled above the annulus. A root cause of the low implant depth could not be determined from the available information.

Manufacturer narrative:
(B)(4).